Manufacturer narrative:
Product performance engineering has not completed their review of this event. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis of the returned device revealed that the catheter was returned with blood in the balloon, inflation lumen and guide wire lumen and on the balloon, shaft and sidearm. There was fluid in the inflation lumen and balloon. The balloon was partially filled with blood. The shaft had separated 1.8 cm distal to the guide wire exit notch. The separation faces were stretched. There was 1.8 cm tear in the guide wire exit notch extending distal from the guide wire exit notch to the separation. There were bends throughout the entire length of the hypotube. No other damage to the catheter was noted. The catheter could not be loaded through a guiding catheter to test for resistance due to the separated shaft. This voyager was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has not completed their review of this event. Results and conclusions will be forward upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has caused or contributed to patient injury previously. Device issue: distal shaft separation. It was reported that the voyager was used to treat on occluded cx proximal to the om, and the om. The vessels were double wired and a 6f guiding catheter was being used. The voyager was being removed, and when most of the catheter was through the rhv, resistance was noted. The catheter was pulled on and the shaft separated. After removing the rhv, both guide wires were pulled out and the distal shaft came out with them. The guiding catheter was exchanged for a 7f and the procedure continued. There were no patient effects reported. No additional event or patient information is available.